Event description:
Revision surgery - the patient fell, resulting in shoulder looseness. The surgeon determined the patient needed shell and insert replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose joint after 1.1 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the loose joint was not determined with confidence but most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.